Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implantation procedures that there was a power issue. Additional information was provided by the consumer, who indicated that she has blurred vision in all distances except at 15". Her surgeon is aware and she's already had a yag pc done which did not help. Further information was provided that the patient had a second opinion and verified that the measurements were correct and/or matched up with what they had gotten. The second opinion surgeon stated that her iols seem slightly decentered left>right. He is not recommending any treatment for the right eye, but is recommending refractive surgery for left eye. Pt has had bilateral yag capsulotomies and is not a good candidate for an iol exchange. There are two medical device reports associated with this patient. This report is for the left eye. A previous report was submitted for the right eye under mfg report num 1119421-2020-01936.